Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood on and inside the device. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation at the collar, damage to the tip, and numerous kinks in the distal shaft. The guide catheter used in the procedure was not returned for product analysis. A test guide catheter was used for functional testing. Functional testing could not be completed due to the damage to the tip of the device, and the tip could not load into the hub of the guide catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06feb2017. It was reported that the device was unable to advance in the guide catheter. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla would not fit into 6f guide catheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that a partial separation at the collar.